Event description:
Report received from (B)(6) states: "the cutter failed to work efficiently after prime and tune. Due to the air pressure the cutter would stop but the aspiration could continue. There was no impact or consequences to the pt."

Manufacturer narrative:
The device has not been returned for eval. Should additional info become available a supplemental report will be filed. The sterilization and lot history records were reviewed and found to be acceptable.